Manufacturer narrative:
Further follow up not possible as reporter contact information was not provided. Reason for reoperation: rupture.

Event description:
Healthcare provider reported unknown side rupture. The device remains implanted.